Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting pd therapy. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified medications (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy was not reported. Three days after admission, the patient was discharged from the hospital. At the time of this report, the patient's effluent is clear and the patient is recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up it was reported, on an unknown date, the patient began treatment with intraperitoneal (ip) amikacin 125 mg, once a day in one bag and ip fortum 500 mg, once a day in four bags for peritonitis. On an unreported date after four days of treatment with fortum, the medication was discontinued. On an unreported date, after treatment with fortum was discontinued, the patient began treatment with vancomycin 1 gram, every other day (route not reported) for peritonitis. Amikacin and vancomycin therapies were ongoing as a 21 day therapy course. The patient was hospitalized for more than 10 days. Four days prior to receipt of this report, the patient was discharged from the hospital. Dianeal therapies were ongoing (previously not reported). At the time of this report the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.